Manufacturer narrative:
The pump remains in use supporting the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remained ongoing on lvad support at the time of the event. A specific root cause for the report of an intermittent partial inflow obstruction could not be determined through this evaluation as a full examination of the lvad could not be conducted; however, the instructions for use explains pump flow is estimated from pump power. Additionally, it is noted that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: it was reported that the patient is doing extremely well. He will have an echo next month but does not have any symptoms.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was noted to have intermittent partial inflow obstruction. The pump speed was increased from 8800 to 9000 rpm due to increased pi and ascites. The patient's flow after the pump speed was increased was 4.2 and his pi was 6.5-6.8.